Event description:
It was reported that there was difficulty filling and aspirating the pump reservoir. It was indicated during the first refill, post implant the health care provider (hcp) had a difficult time aspirating the pump as they attempted to reposition the needle, move the pump; and after a second time, they still could not get anything back. It was noted that they did get some serous fluid into the syringe and the needle was pulled and they attempted to re-stick it, along with aspirating with a new kit. On the third attempt, they were able to get back, very slowly 19mls but the expected volume was 19.6mls. Next, they went to fill the pump and they had to hold back negative pressure for 5 minutes until the reservoir valve released and then they were able to fill the pump. It was during that same programming session that the reservoir volume was changed from the 19.6mls back to 20ml and then again back to 19.6ml. After the pump was updated, the pump alarmed for low and empty reservoir due to a "software glitch." It was indicated that the pump was updated for an additional time and the pump alarm issue was resolved. It was later reported that the cause of the event was believed to be due to an operator error by the hcp. The patient's outcome was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported the patient did not experience any symptoms. The dosing was reset on the 8840 to the old dose. After the entire drug was removed from the pump it started to alarm. It was a low reservoir alarm. They could not push the new medication in. It took six attempts to get the medication in. The pump was programmed to the new dose. Telemetry was fine. It showed no issue with the pump and the patient had no issues. The patient was fine and it was believed that the patient was getting effective therapy. It was clarified that the pump was delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).